Manufacturer narrative:
Based on the info provided, no definitive conclusion can be drawn. The pt was implanted with two composix kugel meshes in 2004. In 2007, the pt underwent removal of one, it appears to be the recalled composix kugel, not the mesh being reported in this file. The pt was treated for adhesions which is a known adverse event listed in the IFU. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, it appears the mesh remains implanted. Info related to the recalled composix kugel mesh implanted on (B)(6) 2004 will be reported in accordance with (B)(4).

Event description:
The following was reported by the pt's attorney: on (B)(6) 2004 - pt underwent repair of 4 incisional hernia's, two composix kugel meshes were placed. On (B)(6) 2007 - pt underwent laparoscopic adhesiolysis and excision of composix kugel mesh. The mesh was noted to be intact but was wrinkled and did have an area of a v poking into the abdomen but no fracture of the ring. No damage to the bowel. On (B)(6) 2012 - letter from md: "I was the doctor in the above referenced surgery, it is in my opinion to a reasonable degree of medical probability that the memory recoil ring in the bard composix kugel patch was not broken."